Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation of the receiver initializing without manual restart was undetermined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2018 that on (B)(6)2018 the receiver initialized without a manual restart. No additional event or patient information is available. No data were provided for evaluation.the receiver was returned for evaluation. External visual inspection was performed and passed. A receiver charge and boot was performed and failed due to perpetual rebooting. A receiver download was performed and reboot receiver was observed as the start of the perpetual rebooting. A functional test could not be performed due to the perpetual rebooting. An internal visual inspection was performed and passed. The confirmation of the complaint was confirmed because perpetual rebooting started without customer shutdown. The probable cause could not be determined.